Event description:
It was reported there was a discrepancy between values of tempus pulse vs masimo pulse embarked in ambulance was observed. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.